Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 108" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty diode on the high voltage module. The customer declined repairs and the device was returned to the customer labeled "not for clinical use". Analysis for reports of this type has not identified an increase in trend.